Event description:
It was reported that when patient presented in the operating room due to a device explant procedure due to the battery advisory, during the procedure, low, out of range, low voltage lead impedance issue and no capture issue was observed on the rv lead. The pacing and sensing functions of the lead were measuring fine when connected to the device. Upon, connection to the new device low impedance and no capture issues were observed. The lead was capped on (B)(6) 2017 and physician uncapped a portion of a previously implanted and capped rv lead and plugged it into the new device. All measurements were stable and in range. Patient did not have any adverse effects due to the no capture issue.